Manufacturer narrative:
Correction in section b1: the product problem was not selected as a lead malfunction is not suspected. H1: the event is classified as 'serious injury' and not a 'malfunction'. Please refer to the attached investigation report.

Event description:
During the implantation procedure dated (B)(6) 2023 of oto sr with sn (B)(6) and a vega r58 with sn (B)(6), the electrode had a normal behavior, extracting the helix normally according to the turns of the manual and the electrical values being measured in the operating room by psa of 15 mv sensing, 0.75 v the capture threshold in monopolar and the impedance between 1300 ¿ 1400 ohms. The physician mentions that the impedance seemed a bit high to him, but since the other parameters were good, he decided to proceed as normal. On (B)(6) 2023, during the follow up, they found that the electrode did not capture in a monopolar configuration. They changed it to bipolar, obtaining a threshold of 2.75v, impedance of 636 ohms and detection of 14.47mv. On day 14, they interrogated the device again, thus obtaining a threshold of 3v in bipolar, impedance of 623 ohms, and detection of 15mv.

Event description:
During the implantation procedure dated (B)(6) 2023 of oto sr with sn (B)(6) and a vega r58 with sn (B)(6), the electrode had a normal behavior, extracting the helix normally according to the turns of the manual and the electrical values being measured in the operating room by psa of 15 mv sensing, 0.75 v the capture threshold in monopolar and the impedance between 1300 - 1400 ohms. The physician mentions that the impedance seemed a bit high to him, but since the other parameters were good, he decided to proceed as normal. On (B)(6) 2023, during the follow up, they found that the electrode did not capture in a monopolar configuration. They changed it to bipolar, obtaining a threshold of 2.75v, impedance of 636 ohms and detection of 14.47mv. On day 14, they interrogated the device again, thus obtaining a threshold of 3v in bipolar, impedance of 623 ohms, and detection of 15mv.